Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted "unit failed" and inappropriately shutdown. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the main board. The main board was replaced to remedy the report. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.